Event description:
Per the clinic, the patient developed an infection and pus formation around the implant site on (B)(6) 2022 and was treated with oral antibiotics on (B)(6) 2022 (specific duration not reported). On (B)(6) 2022, it was reported that the patient experienced an extrusion of the electrode lead wire behind the pinna, followed by a migration of r/s underneath the suture on (B)(6) 2022. Subsequently, the patient underwent a surgical procedure to re-position the device on (B)(6) 2022. The implanted device remains.

Manufacturer narrative:
This report is submitted on june 29, 2022.